Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per rn and tm, failure to obtain both ECG and magnet tracking readings when using sherlock 3cg technology. The nurse used an xray and the PICC was in the neck of the patient.